Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported to check of whether the forceps raising operation is smooth (forceps adjustment is malfunctioning (can result in loss of guide wire positioning). The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported due to the event. Device evaluation found the illumination lens adhesive detached (adhesive around the light guide (lg) lens peeled). This report is being submitted for peeled adhesive around the lg lens (defects of the distal end, stain/dirt could enter inside lens through the gap) .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of 'check of whether the forceps raising operation is smooth (forceps adjustment is malfunctioning " was not able to reproduced, was not confirmed. However, the device angle wire was observed stretched . Due to wear of angle wire, bending angle in up direction does not meet the standard value. Additionally, inspection found peeled adhesive around the lg lens (illumination lens). Furthermore, the following defects were identified during device inspection: scratch found on device body unit includes switch, scope connector, protector universal cord, grip , ig protector , switch box, control knobs (attributed to external factors, handling ). Investigation is ongoing. This report will be supplemented accordingly following investigation.